Event description:
A report was received that the patient had been previously explanted due to infection. The physician reported that the patient had been a carrier of (B)(6) before her original implant but developed an infection at the pocket site. The physician reported that the infection was not device related.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.